Event description:
Pt suffered episode of syncope at home on 5/10/97 and was transported to e.r. And admitted to pcu. Pt collapsed on 5/11 due to vtac. Subsequent tests showed inappropriate response to arythmia by aicd. Chest x-ray revealed broken lead. Aicd replcaed on 5/14/97 but only part of lead could be explanted. Pt now discharged in good condition.